Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 103mg/dl on the contour, re-tested on a different meter and the reading was 294mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. A new kit was sent to her.